Event description:
The radiologist attempted arteriotomy closure using a techstar xl 6 fr device. The needles were deployed successfully. The anterior needle could not be removed because the suture was caught below the needle guide. The radioloigst manipulated the suture to free it from within the device, however it then became tangled around the device. During the manipulation hemostatsis was lost. It is believed the sutures flossed the artery during manipulation. The device was removed along with the suture and a second techstar 6 fr device was inserted for closure. The device was deployed however there was no tissue capture and hemostasis was not achieved. The device was removed and closure achieved using manual compression. The pt recovered without incident.